Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d224trk implantable cardioverter defibrillator (B)(6) 2010; 694958 implantable tachy lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the left ventricular(lv) lead had increased threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.